Event description:
Initial report: this serious spontaneous case was reported by a nurse via company rep on (B)(6) 2012 and was forwarded by affiliate ((B)(4)). This case involves a (B)(6) female pt, who received poly-l-lactic acid (sculptra) for an unk indication. On (B)(6) 2008, the pt received 1/2 vial of poly-l-lactic acid (batch (B)(4), expiration date mar 2008) reconstituted with 4 ml sterile water for injection (swfi) and 2ml of 3% xylocaine (local). The second treatment was on an unk date with a further 1/2 vial of the same batch poly-l-lactic acid with same reconstitution. The pt reported that she developed 2 nodules in 2011, from the above treatments that were palpable and non visible. The first nodule was in left marionette and the second one was in the right cheek area. They were noted to be less than 1 cm in diameter. On (B)(6) 2012, the pt was treated with 1 vial of poly-l-lactic acid (batch (B)(4), expiration date july 2013) reconstituted with 6 ml swfi and 2 ml local. She was panfacially treated with the exception of the areas that presented with existed nodules. The pt was reviewed on (B)(6) 2012 and it was noted and agreed by the nurse there were some new nodules presenting. One was on the right cheek of a small size below the original nodule (mentioned above). Second one was on the left medial cheek and third on the right marionette area. It was believed that one of the nodules was slightly visible. Upon review by the nurse, the nodules were injected with saline in an attempt to break them down. However, this has not been successful to date. The pt was concerned that there was "something wrong with the batch" and she requested for a quality investigation. The action taken with the suspect product was unk and the outcome of the event was unk. No medical history or concomitant medications were provided. Corrective treatment: saline injection. Action taken: unk. Outcome: unk. Reporter's causal assessment: not reported. Pharmacovigilance comment: nodules are considered a common and listed event for poly-l-lactic acid. Most events of this nature resolved spontaneously over time. These events are typically a cosmetic concern and not a major medical issue that would result in permanent disability, a life-threatening condition, or fatal injury.